Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Review of the logfiles confirmed that the most likely causes is empty battery or disk bay upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the software was corrupted. The defective host pc was returned for analysis which confirmed the failed component was hdd bay. Fse reloaded software but the issue persists. Fse replaced the host pc and hard disk. After the replacement of host pc and hard disk, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.